Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead. The lead exhibited an impedance spike, high impedance, oversensing, noise, high sensing integrity counter (sic), and was fractured. The lead was programmed off and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically fractured due to a cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.